Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The user guide states ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿

Event description:
It was reported the customer observed air bubbles in the patient line. Customer's blood glucose was 228 mg/dl. Reportedly, customer was using off label insulin in the cartridges. Tandem technical support reminded the customer to use labeled insulin. The customer primed the air from the tubing successfully.